Event description:
On (B)(6): customer reports that during a retrograde cystogram on an (B)(6) y/o female, fluoro capabilities failed. Staff moved the pt to another room where the procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.